Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. However, the pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 250 mg/dl. The customer was treated for high blood glucose with bolus. The customer stated that the device was unresponsive. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.